Event description:
It was reported that during an implant attempt the right ventricular (rv) lead helix experienced r-wave undersensing despite being repositioned three times. The physician felt the helix might not be fully retracted. The physician used a longer lead instead, successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst noted that the helix extends and retracts within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The rv lead was considered "a little short"; the longer replacement lead was more easily manipulated to the apex.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.